Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during the setup process. The system was rebooted but the system message was unable to be cleared. Four cases were cancelled for the day and the following day, the cases were delayed while the system was repaired. The nurse reported no patients had been prepped or were in the room when the event occurred.

Manufacturer narrative:
A company service representative examined the system and confirmed the reported problems. The solenoid spacers in the fluidics module were replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).